Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was microscopically examined, identifying the tip had a crack. Visual inspection of the fiber body did not identify any breaks. The fiber connector exhibited black spots on the face. Upon functional testing, it was noted that the aiming beam was bright and distorted due to the fiber break. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aim beam to be distorted. Based on the information available and analysis results, the reported allegation of black spots was confirmed.

Event description:
It was reported that, following significantly fewer than ten normal uses of this fiber, black spots were observed on the tip following a procedure. No patient complications were reported. Analysis of the returned fiber identified a crack in the fiber tip.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was microscopically examined, identifying the tip had a crack. Visual inspection of the fiber body did not identify any breaks. The fiber connector exhibited black spots on the face. Upon functional testing, it was noted that the aiming beam was bright and distorted due to the fiber break. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aim beam to be distorted. Based on the information available and analysis results, the reported allegation of black spots was confirmed.

Event description:
It was reported that, following significantly fewer than ten normal uses of this fiber, black spots were observed on the tip following a procedure. No patient complications were reported. Analysis of the returned fiber identified a crack in the fiber tip.